Event description:
Consumer alleges that when she releases her joystick the chair will continue to move forward a little. Consumer alleges that one time she didn't clear her doorway when she was turning and her leg got stuck and when she felt pain she released the joystick but it sitll went further forward and she ended up breaking her leg.